Manufacturer narrative:
No patient present. The field service engineer replaced the batter charger board 2 and this resolved the issue. System passed all testing after replacement. In house analysis of suspect charger board as follows: confirmed reported problem "charger 2 pin 7 to 8 bad voltages." During bench output testing it was observed that on channel b had no output. All other channels were within specified range. Visual inspection passed. Faulty charger board. Electrical issue caused event.

Event description:
A medtronic representative reported that during preventative maintenance he noticed that the charger board 2 needed to be replaced. Line 7 to 8 voltage not present. No patient was present or impacted by this event.